Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting loss of prime alarms. It was noted that cartridges from different boxes were used and the loss of prime issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a loss of prime warning with zero force was recorded. No loss of prime warnings occurred during investigation. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and the pin on the force sensor flex was found to be broken. The complaint of the pump emitting loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.